Manufacturer narrative:
Therefore, because a serious injury resulted. This event is reportable, per 21 cfr part 803. Section h6 was done, based on the information provided by the initial reporter. DHR did not show any conspicuous.

Event description:
It was reported, that a patient experienced a dental implant loss.